Event description:
It was reported that the following issue was observed on the device: "channel error." Additional notes provided by the facility¿s clinical engineering support services include: "I recalibrated the unit, and ran it through all of its pm tests, with no problems, but when I tried to run a 50 ml infusion of distilled water it generated the error: 232.6040. The manual doesn't have a lot to say about this error, just that it is some problem with the display board. I replaced the display board with a new one, and the pump ran through the infusion with no problems after that." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no product will be returned.